Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 15 years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.